Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was also treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.